Manufacturer narrative:
At the philips authorized repair facility, stated the cause of the reported problem was a defective speaker and mainboard. The device was displaying an inop for ¿speaker not working alarm." The bench repair technician (brt) replaced the ((B)(4) main board) and the ((B)(4) speaker assembly) to resolve the issue. A goof faith effort (gfe) conducted confirmed there was sound on the device when the customer experienced the issue. The device was operational after repairs were completed and the device was returned to the customer. T

Event description:
The customer reported the device displays a intermittent speaker malfunction inop error message. There was no sound audible. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.